Event description:
Hill-rom received a report from a hill-rom tech stating the brake not set alarm was inoperative. The bed was located at the bed shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom tech found the siderail latch cover striking side rail latch causing it not to latch. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performs any other preventative maintenance on this beds. The tech replaced the brakes not set switch to resolve the issue. Based on this info, no further action is required.